Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The previous report has incorrect section b5, the correct section b5 should be: the manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of contamination. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of water ingress and a white and black unknown contamination in the air input of the blower box, white dust-like unknown contamination on top of the blower motor, black contamination which is consistent with keratin in the air outlet of the blower box, unknown light brown stains on the inside enclosure. A humidifier was also returned to the manufacturer along with device. An internal visual inspection was completed by the manufacturer. The manufacturer found multiple unknown brown and black contaminants and dark-colored hair strands inside of humidifier box, unknown brown contamination spots inside the bottom of the enclosure near the heater plate heat shield which is indicating potential brown liquid ingress. The device's event logs were downloaded and reviewed. The manufacturer found 2 instances of e 130 and 3 instances of e 53. The manufacturer concludes the contaminates found were consistent with water ingress, black contamination with keratin in the air outlet of the blower box, and unknown white and black contamination in the air input of the blower box, white dust-like contamination on top of the blower motor, light brown stains on the inside enclosure, brown and black contaminants and dark-colored hair strands inside of humidifier box, brown contamination spots inside the bottom of the enclosure near the heater plate heat shield which is indicating potential brown liquid ingress of the humidifier were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9, g3 and h6 has been updated / corrected in this report.